Manufacturer narrative:
Analysis revealed no anomalies through analysis. The device met specification. Conclusion: no longer apply to this event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced severe pain syndrome, no longer had pain relief, and less than 50% therapy relief after the pump refill. The location of the issue or symptoms was noted as the pump pocket. Reportedly, there was a discrepancy between the actual and expected volume as the pump was full of drug three weeks after the refilling. The actual reservoir volume was 40 milliliters (ml) as noted by the physician. The catheter was explanted as the rotor had started to work again but there was not any spinal fluid from the catheter and the neurosurgeon decided that the damage was in the catheter. Additional information was requested to verify the volume discrepancy report. However, it was then reported that the pump was replaced on 2014 (B)(6) and that the catheter remained implanted. After three days the patient still experienced pain and no therapeutic effect from the new pump. Therefore, reportedly, on 2014 (B)(6) a new surgical revision occurred and the catheter was explanted. Due to the conflicting information provided, additional information was requested to verify the nature of the events reported, sequence of events, and the product involved and patient outcome. The event was now further clarified by the field representative. This pump was implanted on 2014 (B)(6). A refill procedure occurred on 2014 (B)(6). On 2014 (B)(6) the patient experienced severe pain syndrome. The verbatim of ¿when the rotor started to work again¿ came from the physician as it was thought that it was a motor stall at first. However, an x-ray of the pump on 2014 (B)(6) revealed no motor stall. Reportedly, no session reports were available other than the ones provided and none showed a motor stall or recovery message. The representative was told that the logs were not read prior to 2014 (B)(6). On 2014 (B)(6), the catheter was actually first replaced due to the report of a volume discrepancy and no csf fluid from the catheter. Although, there was report that the expected reservoir volume was 39.6 ml. However, this volume pertained to the newly implanted pump and not this current pump. The value of the expected reservoir volume at the time of the event was not initially provided. However, the session report from 2014 (B)(6) note d the reservoir volume of 17.1ml. At the time of the report, the patient's status was reported as alive-no injury. This device system delivered morphine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8731, lot# unknown, explanted: 2014 (B)(6); product type catheter. (B)(4).